Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm and a rotawire guidewire were selected for use. During the procedure, the 1.25mm burr was used but the proximal surface of the burr was stuck in the drive shaft sheath. The burr was completely removed from the patient's body together with the rotawire. A 1.5mm rotalink plus burr was selected to continue the procedure but a foreign object was stuck between the burr and the rotawire and the advancer did not move. The 1.5mm rotalink plus burr was also completely removed together with the rotawire and the procedure was completed with nc balloon catheter. No complications were reported and the patient was good post procedure.

Event description:
It was reported that the burr was stuck in sheath. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm and 1.5mm rotalink plus and a rotawire guidewire were selected for use. During the procedure, the 1.25mm burr was used but the proximal surface of the burr was stuck in the drive shaft sheath. The burr was completely removed from the patient's body together with the rotawire. Then, the 1.5 burr was used but a foreign object was stuck between the burr and the rotawire and the advancer did not move. The second burr was also completely removed together with the rotawire and the procedure was completed with nc balloon catheter. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink advancer atherectomy device. The wire used in the procedure was returned within the device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device revealed that the burr was partially within the sheath, but was able to be easily removed. No damages to the sheath were identified after the burr was removed. The wire used in the procedure was able to be removed without resistance or issues. Product analysis was not able to confirm the reported events, as the burr was able to be removed from the sheath, and no damages to the sheath were identified upon removal. No other issues were identified during the product analysis.